Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation, the device remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A consumer reported that after cataract surgery with an intraocular lens (iol) implant, she is no longer able to drive at night due to severe spokes of light and circles around car headlights. There are two manufacturer reports associated with these events. This report is for the first eye.